Manufacturer narrative:
G4: 07jan2020 .b4:(B)(6). The manufacturer¿s international service technician confirmed the reported user interface issue. The manufacturer¿s international service technician replaced the user interface to address the reported problem. After replacing the new user interface, checked for normal operation, checked the normal signal; it's ok. Through the self-test and doctor using, the device returned to full functionality. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation(fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported a black screen. There was no patient involvement.